Event description:
A pt underwent an overdose, and experienced respiratory depression. The issue occurred following an activity in which the pt traveled to colorado, and when she went to aspen she got a headache which had turned into an illness. The pt went to bed, and her husband noticed later that night that her breathing was infrequent and she was unresponsive. The pt later recovered in the ER, and her status was noted as being good. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).